Manufacturer narrative:
Evaluation results: inherent risk of procedure (revascularization). (B)(4).

Event description:
It was reported that a driver bare metal stent (unknown lot details) was deployed in the distal circumflex. The patient later went revascularization due to 99% restenosis with deployment of a non medtronic stent. No additional sequelae reported.